Event description:
It was reported that during a follow-up visit, auto mode switch episodes were noted showing atrial pacing while atrial intrinsic signals were shown. Programming changes were made. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.